Manufacturer narrative:
Device code 1069 captures the reportable event of stent shaft broken. Investigation analysis: a polaris ultra stent was returned and a visual evaluation of the device was found with the shaft detached at the middle section; consequently confirming the reported complaint. Based on the product analysis, the failure was noted during the unpacking. The failure found (stent detached) is an issue that could have been generated by the user or due to the interacting of the device with the suture string or other devices used in the same procedure. Therefore, "adverse event related to procedure" is selected as the most probable root cause for the complaint. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used for a ureteroscopy lithotripsy procedure, to be performed in the urethra on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the stent was broken along the shaft. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra stent was to be used for a ureteroscopy lithotripsy procedure, to be performed in the urethra on (B)(6) 2019. According to the complainant, during preparation, it was noticed that the stent was broken along the shaft. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.